Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received.

Event description:
An event involving a kit, 2 bifuse 3-port clave manifold ext sets, ext set w/3 clave, 3 clave reported that patient receiving IV fluids via a left jugular central line a bloodstain on the patient's bedsheet to my colleague. Upon checking the IV line, he found that the central line was split and blood was flowing back, despite the system being equipped with an anti-reflux valve. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history was reviewed and no nonconformities were found that would have led to the reported complaint.